Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was noted that the reported stated that the patient's pump said "no insulin on board (iob)" even though the iob was calculating in the bolus history and calculating on the status screen. The total daily dose added up correctly and the iob feature was turned on. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.¿

Manufacturer narrative:
Follow-up #1: date of submission 20 oct 2017 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: on investigation, the pump settings confirmed the insulin-on-board was set to four hours. The bolus history revealed a bolus with no insulin-on-board at 07:49 pm on (B)(6) 2017 following a bolus performed at 07:21pm that same date. The black box data revealed a battery change occurred between these two recorded boluses. The owner¿s booklet states ¿each time you change the battery, the insulin-on-board calculation starts over at zero insulin-on-board.¿ this battery change accounts for the insulin-on-board issue reported. The insulin-on-board functioned properly during product analysis¿ investigation.